Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set tubing had detached close to the tubing connector. The site location was in his abdomen and the pump was worn in his shirt. No further information available.